Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an elevated capture threshold with pectoral muscle stimulation and increased lead impedance were observed on the right ventricular lead during follow-up check. Patient was stable and device was reprogrammed. The following day the rv lead was extracted and replaced on (B)(6) 2018. There were no patient issues prior and post procedure.